Event description:
It was reported that the customer's insulin pump had a frozen display, unresponsive buttons, and the time clock was not advancing. The battery was removed for five minutes and the buttons did respond. No further information was provided.

Manufacturer narrative:
The insulin pump received with intermittent esc and act button response due to corroded keypad traces. The insulin pump was programmed with the current date, time and function properly. No frozen screen or time clock anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.